Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation.

Event description:
See attached medwatch # (B)(4) attached to this report.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had placed 15 clips with a microline reusable clip applier. The clip applier was reloaded with another 15 clip cartridge and device was again inserted through trocar. After this insertion, a trocar leak was noticed and the trocar was inspected. Portions of the trocar seal were found to be missing. A portion of the black seal was found in the patient and was retrieved. A portion of the clear plastic piece in the top part of the trocar seal was inside the trocar. The trocar was removed and the scrub tech used a bone saw to cut open the trocar. All seal parts were matched up to determine that all seal components were retrieved from patient and accounted for. The case was completed with another device of the same product code. One device will be returned to rep to send back for analysis after it has been released by hospital risk management.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.